Event description:
It was reported that the device exhibited non-sustained right ventricular over sensing. There was a bigeminal rhythm and a premature ventricular contraction occurring at the ventricular tachycardia (vt) zone. The near field channel considered the rhythm in vt while the far field channel considered it sinus. Patient was asymptomatic. No programming changes were made at the time. The patient is scheduled for programming.